Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this was a primary spinal fusion (left l3) for a l1 vertebral fracture on (B)(6) 2024. The surgery using m size synflate for l1 vertebral fracture, the prime screw for t11-l1, the prime fs screw for l2- 3. The surgery was completed successfully without any surgical delay. After the surgery, the screw breakage was confirmed on left l3. All the t11-l3 screw was decided to remove after asking the patient whether to remove them or leave them in. The surgeon explained to the patient that there was a possibility to retain because the broken part was in the cement. On (B)(6) 2026, t11-l3 screw was removed, and the wound was closed after implant removal. The revision surgery was completed successfully. Left l3 broken cement was retained by the surgeon decision as explained beforehand. It was confirmed that there was no remaining in the body by x-lay. The surgeon said, the screw might be broken because of the pressure for the anker (bottom l3). There was no problem at injection part of l3 cement(1.0cc).